Event description:
It was reported that a spectrum pump alarms that the door is open when the door is closed. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom alarms door open through the experienced of a door not fully latched alarm. Evaluation determine the cause to be a loose upper link screw. The link screws were replaced to correct this condition.